Event description:
The customer reported a discordant negative vitros amph result from a single proficiency sample run on the vitros 5600 integrated system. The negative vitros amph result was considered to be discordant as the proficiency sample was expected to be positive for amphetamines. No patient samples were reported to have been affected. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a discordant negative vitros amph result was reported for a single proficiency sample run on the vitros 5600 integrated system. The assignable cause of this event was user error. The operator incorrectly interpreted the analyzer¿s condition code u91-200 as indicating a negative amph result when the analyzer was in fact unable to generate an amph result, due most likely to high activity of the sample being above the measuring range. The investigation found no evidence to suggest that either the vitros 5600 system or the vitros amph reagent malfunctioned. The assignable cause of the event was user error.